Manufacturer narrative:
Of the 30 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 30 malfunction events. A review of the events indicated that the one touch ping model pump experienced a time/date issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-77 years of age and between 26 and 190 pounds. Of the reported patients, 12 were male, 18 were female.